Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed "release button" and "poor pad contact" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.